Event description:
It was reported that the device was explanted due to an infection. It was noted that the patient was alive with an injury of an infection at the time of the report. It was unknown if there were further patient symptoms or complications. Additional information received reported that the e.coli was present at the lead site.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).